Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Refrence number (B)(4). Event occured in germany. It was reported that during continuous subcutaneous prododopa infusion, the patient developed recurrent abscesses at the infusion site, which required surgical treatment and antibiotic therapy. No further information is available.